Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that phenomenon (1) ¿button operation does not work due to front panel failure" was reproduced. The problem was resolved by replacing the front panel; therefore, it was deduced that the problem was caused by a failure of the front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the buttons on the front panel of the device failed, after the front panel was re-installed, the reported issue was eliminated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the panel of a loaner device visera elite video system center failed. There was no harm or user injury reported due to the event.